Event description:
The customer reported that during a cystoprostatectomy procedure, about after one hr of use on the pt, a surgeon found the jaw of the device could not be opened. Even by applying pressure to the handle the problem could not be solved. A new one was opened to complete the case. There was no pt harm. Nothing fell into the pt cavity and there was no unanticipated bleeding. No add'l info is available from the site.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident sample has been received and is under eval. When the device eval is complete, a f/u report will be submitted.